Event description:
It was reported that during a rotablation procedure the burr of the rotalink catheter became stuck in the pt's rca. Attempts at removal by the physician were unsuccessful. Pt went for bypass surgery. Pt status is listed as "okay".